Event description:
Procedure type valve replacement. According to the reporter: during suturing in a cardiac valve, the surgeon noticed some drag on the third suture he used. Reportedly, after the second knot was made, the suture snapped and the pledget (3x3mm) fell off of the thread and it couldn't be found in the ventricle. The surgeon opened the atrium. But couldn't find the pledget in there either. During the night, a complication occurred and the pt suffered hemiparesis. Reportedly, the surgeon now thinks that the pledget has caused the hemiparesis.